Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not reach the desired pressure. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, air leak was observed. The issue was resolve by re-seating/adjusting the part(s). After repair, the device was found to be working according to the specifications. When there is air leak, there would be inadequate pressure, therefore is a possible root cause of the reported problem of the device would not reach the desired pressure. However, a definite root cause cannot be determined with the available information. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the healthcare professional via phone that during shoulder repair surgery, it was observed that the 4580 fms duo+ pump/shaver combo ns unit would not reach the desired pressure although the settings were correct. The procedure was completed with the same pump with no delay and no patient harm. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there was an air leak. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.